Manufacturer narrative:
Follow-up report submitted to document device evaluation results. Upon disassembly, the stryker manufacturer technician found several non-stryker components. The presence of non-stryker components may cause or contribute to the reported event. All of the non-stryker components were replaced to address the unintentional running before the device was returned.

Event description:
It was reported that during equipment testing conducted at the user facility prior to a procedure that the device was continuing to run even after being deactivated. The procedure was completed successfully using an alternative device. No patient involvement, no clinically significant delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that during equipment testing conducted at the user facility prior to a procedure that the device was continuing to run even after being deactivated. The procedure was completed successfully using an alternative device. No patient involvement, no clinically significant delay, no medical intervention and no adverse consequences were reported with this event.